Manufacturer narrative:
Retained samples of the same lot number were inspected visually. No faults could be detected. The incident report received referred to two issues. When applied to a patient the electrodes were not recognized by the defibrillator. It was observed that the two pads in the set had the identical polarity print and not two different ones as specified. Electrodes not recognized by the defibrillator: based on the information available to us we can not draw any conclusion as to why the defibrillator has not recognized the electrode set initially connected. This might have been caused by the electrode set as well as by the initial condition of the placement site on the patient. The electrode set involved in the incident was returned in a pe pouch. Reviewing the returned electrodes we detected that the gel surface of one electrode was polluted with grass and soil. The initial reporter disclosed that the electrodes were used at a car accident site and were dropped on the ground when the user replaced the pair the defibrillator did not recognize. We have tested the returned electrodes without removing grass and soil particles from the electrode surface. At first an electrical test with a multimeter was performed. This test was performed on all components: the connector, the cable, the rivet and the electrode itself. Thereby no deviation was detected. Then the performance of the electrode set was tested with a schiller defigard 4000 defibrillator (sn.: (B)(4)). The connector of the cable was plugged into the defibrillator without any difficulty. The electrode set was then applied on a defibrillator analyzer and an ECG reading was immediately obtained. No issues could be observed. The complained issue could not be reproduced. The tested device was found to perform within limits. Two pads with identical polarity print: the electrode set came from a manual assembly line, where the error was not detected. An analysis of historical data from the last five years shows four other complaints of similar nature. During this period a total of approximately 2.75 million comparable sets has been produced. We are therefore considering this a very rare event caused by human error. This product is not marketed in the USA. However, a similar assembly process is used for products sold in the us. We are therefore considering the incident reportable. As the IFU states "always keep a second pack of defibrillation electrodes with the defibrillator", a correct set was (and would have been) available as well. In addition, the information for two alternative placement locations is also printed on the pouch. We therefore assess the risk resulting from this error as low. Measures to reduce the likelihood of occurrence of both the error and its non-detection have been implemented last year. Among these are: the polarity "+" and polarity "-" pads have now defined marked positions on the assembly line. The riveting of polarity "+" and polarity "-" pads to cables is now performed always in the same order. An automated image processing unit has been added to this line to prevent non-detection from reoccurring. All major models including the model involved in the incident are covered by this unit. We consider this complaint closed.

Event description:
On (B)(6) we have been informed about a malfunction with a defibrillation electrode in (B)(6). On (B)(6), a patient suffered a cardiac arrest. A schiller defibrillation electrode set (fred easy schiller adulte 0-21-0003) was connected to a schiller AED defibrillator. The electrodes were not recognized by the defibrillator after applying to the patient. The operators ((B)(6)) opened another set and used it for the patient. The procedure was carried on without any deviation. An operator of the fire brigade observed that both pads of the set had the same print (polarity "-") instead of two different ones ("+" and "-"). It was also reported that the patient died as consequence of the cardiac arrest. According to the initial reporter and the report of the (B)(6) (filed by the operator) the delay in treatment was not the reason for the patient outcome and the device malfunction has not caused or contributed to it. We therefore report this incident as a malfunction.

Manufacturer narrative:
Retained samples of the same lot number were inspected visually. No faults could be detected. The involved device has not yet been returned for investigation. The incident report received referred to two issues. When applied to a patient the electrodes were not recognized by the defibrillator. It was observed that the two pads in the set had the identical polarity print and not two different ones as specified. Electrodes not recognized by the defibrillator: based on the information available to us we can at this stage not draw any conclusion as to why the defibrillator has not recognized the electrode set initially connected. This might have been caused by the electrode set as well as by the initial condition of the placement site on the patient. If the involved device will become available for investigation a proper analysis of all of its components will be possible. The distributor has requested the device from the operator and will forward it to us once / if he receives it. We will provide additional information in a follow-up report. Two pads with identical polarity print: the electrode set came from a manual assembly line, where the error was not detected. An analysis of historical data from the last five years shows four other complaints of similar nature. During this period a total of approximately 2.75 million comparable sets has been produced. We are therefore considering this a very rare event caused by human error. This product is not marketed in the USA. However, a similar assembly process is used for products sold in the us. We are therefore considering the incident reportable. As the IFU states "always keep a second pack of defibrillation electrodes with the defibrillator", a correct set was (and would have been) available as well. In addition, the information for two alternative placement locations is also printed on the pouch. We therefore assess the risk resulting from this error as low. Measures to reduce the likelihood of occurrence of both the error and its non-detection have been implemented last year. Among these are: the polarity "+" and polarity "-" pads have now defined marked positions on the assembly line. The riveting of polarity "+" and polarity "-" pads to cables is now performed always in the same order. An automated image processing unit has been added to this line to prevent non-detection from reoccurring. All major models including the model involved in the incident are covered by this unit.

Event description:
On (B)(6), we have been informed about a malfunction with a defibrillation electrode in le puy en velay cedex, france. On (B)(6), a patient suffered a cardiac arrest. A schiller defibrillation electrode set (fred easy schiller adulte 0-21-0003) was connected to a schiller AED defibrillator. The electrodes were not recognized by the defibrillator after applying to the patient. The operators (brigade de sapeurs-pompiers de le puy en velay cedex) opened another set and used it for the patient. The procedure was carried on without any deviation. An operator of the fire brigade observed that both pads of the set had the same print (polarity "-") instead of two different ones ("+" and "-").it was also reported that the patient died as consequence of the cardiac arrest. According to the initial reporter and the report of the french authority ansm (filed by the operator) the delay in treatment was not the reason for the patient outcome and the device malfunction has not caused or contributed to it. We therefore report this incident as a malfunction